Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: our visual inspection showed that the returned two drill bits are broken off as complained; the tip of the broken off parts were not returned for investigation. The review of the production histories revealed that these drill bits bearing lot f-14395 was manufactured in december 2013 and lot f-13998 was manufactured in april 2013 according to the specifications. No manufacturing related issues that would have contributed to this complaint were found. Unfortunately we only have limited information in the complaint description and cannot confirm how this happened. The relevant length cannot be checked to print specifications anymore due to the missing part. No definitive root cause was able to be determined; however, the failure mode is consistent with high applied mechanical force. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient age and weight are not available for reporting. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). The 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was performed for the subject device lot. Manufacturer: synthes (B)(4). Date of manufacture: aug 27, 2013. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that two (2) drills broke intraoperatively. Although the drill bits broke, the fragments did not come in contact with the patient. Additional medical intervention was not needed. There was no reported surgical delay and the procedure was successfully completed. There was no patient harm and the patient¿s postsurgical outcome was good. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: correction to information in reported product investigation: the manufacture date for the drill bit with lot f-13998 is august 2013. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.